Event description:
It was reported that the customer was hospitalized and experienced low blood glucose. Troubleshooting was declined, and the customer stated that the doctor was aware of the current situation. The customer was advised to call back to provide more information. Attempted to contact customer, but she did not provide any further information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.